Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the device was intact when removed from the patient and when packed for return for analysis.

Manufacturer narrative:
The returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. There was blood in between balloon folds. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 70 cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on may 02, 2017. It was reported that crossing difficulties were encountered. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.25mm x 8mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.